Event description:
It was reported to covidien on 11/19/208 that a customer had an issue with electrodes. The customer reported that large red rashes appeared where the electrodes were placed on her torso and upper chest. Customer reported large red rashes appearing where the electrodes were placed on her skin. Specifically, there were a total of five reddened areas including under her left breast, her bilateral torso area, and her bilateral upper chest area. Customer reports that she was prescribed olux foam to be applied to the reddened areas.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.